Event description:
Healthcare professional reports with direct check quality control an end user's "finger was punctured by a piece of glass while crushing a control vial. User did not use the protective sleeve." Customer reported user cleaned the cut with soap and water and put an unspecified antibiotic on the cut. No report of serious injury, or administration of additional treatment.

Manufacturer narrative:
(B)(4). Method: no product returned. Results: record evaluation completed. Product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.